Event description:
The customer reported that the images were too dark to make out the anatomy. This prevented the system from being usable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera iris was adjusted. The system was then found to be operating as intended.